Event description:
This device case, reported by a consumer, who contacted the company to report an adverse event, concerns a male patient. The patient medical history included diabetes. The concomitant medication included insulin glargine for diabetes. The patient was taking insulin lispro (humalog lispro). 1 iu/day, subcutaneously, beginning approximately on 2001. Via humapen ergo teal/clear pen body (hp ergo teal/clear) with clear cartridge holder, lot number 0403a03, for treatment of diabetes. In 2007, approximately six years after beginning the treatment, the patient experienced hypoglycemia and was hospitalized on unknown date for approximately 24 hours. On unknown date, a blood glucose exam was performed and showed a variation from 60 to 110 mg/dl. The reporter informed that the patient received sugar and at the hospital received glucose as corrective treatment for the hypoglycemia and recovered on unknown date. On twenty five days later, the reporter noticed that the dose knob had an inadequate mobility and stopped to use the device. The insulin lispro was not discontinued. This hp ergo teal/clear is associated with another device. It was unknown who was the operator of the device and the operator was trained by a physician. It was unknown how long the patient uses this device model and informed that the patient uses the reported device, approximately for two years. It was unknown if the hp ergo teal/clear returned to the company. It was unknown if the hp ergo teal/clear was switched to a new device. Attempt to follow up.

Manufacturer narrative:
Investigation in progress.